Event description:
It was reported that the infusion pump experienced a 533:320:0000 failure code while in clinical use. The pump was infusing dopamine, cyclosporin and osopril. The failure code will result in an alarm and will stop all channels in use. Reportedly the nurse was pretty shaken since the pt was not receiving dopamine or isopril. The nurse moved these drops to another model pump that was being used to administer non critical solutions and no add'l intervention was required. No pt injury resulted.